Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from an estimated 40 percent remaining to elective replacement indicator (eri) in-between follow-ups. The shock impedance measurement was also high at 155 ohms. A revision procedure was performed due to premature battery depletion. During the procedure a 10 joule test yielded shock impedance measurement of 146 ohms. The field representative advised the physician to consider replacement of both the s-ICD and electrode. However, the physician chose to only explant the s-ICD. A new device was successfully implanted and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) battery longevity had decreased from an estimated 40 percent remaining to elective replacement indicator (eri) in-between follow-ups. The shock impedance measurement was also high at 155 ohms. A revision procedure was performed due to premature battery depletion. During the procedure a 10 joule test yielded shock impedance measurement of 146 ohms. The field representative advised the physician to consider replacement of both the s-ICD and electrode. However, the physician chose to only explant the s-ICD. A new device was successfully implanted and no additional adverse patient effects were reported.